Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hub fell off after the doctor had placed the ultrathane mac-loc locking loop biliary drainage catheter. A new device was placed with no harm to the patient. There were no reports of any section of the device remaining inside the patient's body or any additional procedures as a result of this product problem.